Manufacturer narrative:
Corrected d3: manufacturing plant address, state, and zip code. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was shut down due to low battery during a patient's infusion. Per reporter, when fresh batteries were put in, it gave errors like downstream occlusion and "quarter hourly counter, continuous rate was 0.5 ml, kvo rate was 0 ml." They were unable to get the pump running properly." The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.